Event description:
It was reported that the user experienced repeated bluetooth pairing failures between a dexcom g7 sensor and the ilet, with multiple ¿pairing failed¿ alerts and a prompt to replace the sensor despite a recent replacement. The ilet remained in bg run mode and dosing stop and cgm not paired notifications were present. Investigation included customer service troubleshooting and user education, including sensor re-pairing attempts, toggling g6/g7 settings, and advising time for pairing, as well as battery recharge guidance. Further investigation of this case revealed inability of the ilet to establish a bluetooth connection with the dexcom g7 despite standard re-pairing steps and code entry. No user injury reported. Outcomes included continued operation in bg run mode without automated cgm-driven dosing. It was concluded that the event involved a cgm-to-pump communication issue with no reported injury.